Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 4 or insulin flow blocked alarms noted during testing however, the insulin pump alarmed pump error 63 during the self test. Pump error 63 alarm (variable 3) and pump error 4 alarm are found in the downloaded history files due to broken trace at pin of the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an insulin flow blocked alert. The customer¿s blood glucose was 240 mg/dl. Troubleshooting was done for an insulin flow blocked alert. Customer stated that they had tried all remedies. Customer stated the tubing was not bent or kinked. Customer stated insulin pump had multiple insulin pump error. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer performed self-test and it was passed. Customer stated cannula was not bent. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.